Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of device memory confirmed the charge timeout fault codes that reported. An x-ray of the device found no irregularities with the internal circuitry. Visual inspection of the device case noted slight swelling of the case in the area of the high voltage capacitors. The device case was removed, and visual inspection of the internal components revealed the high voltage capacitors were separating and one was swollen. The high voltage capacitors underwent detailed analysis to determine root cause of the anomaly. Analysis on the affected high voltage capacitor noted a missing connecting weld between two anodes, resulting in anode-to-anode arcing. Additionally, anode-to-cathode arcing damage was observed. This internal arcing damage within the high voltage capacitors was the cause of the charge time inconsistencies observed clinically.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an error code of 1007 upon a routine interrogation. About 3 months ago, the charge time was greater than 45 seconds and 2 weeks ago there was a manual cap reform of 11.5 seconds. However, during the most recent interrogation, the charge time was greater than 45 seconds again. Boston scientific technical services (ts) discussed replacement of the device and completion of a memory dump to be sent in for review. The patient has been admitted to the hospital and their crt-d is now showing a status of end of life (eol). This device has been successfully replaced with no adverse patient effects reported.